Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touch screen not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator¿s touch screen not working. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was not confirmed. The device passed the evaluation as specified in the service manual. In addition to the above evaluation, the connectors are in good condition, the housing and other parts are contaminated with dust and cosmetic damage, so it will need to be replaced. The batteries do not need to be replaced.